Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported device fracture could not be conclusively determined.

Event description:
After completion of a procedure, patient was sent to recovery and the fast cath hemostasis introducer was pulled. During removal, the introducer detached near the hub and part of the introducer remained in the patient. The patient was transferred to vascular surgery for successful removal of the remainder of the introducer.